Manufacturer narrative:
Huizinga, md, m. R.; brouwer, md, phd; r. W.; bisschop, r., md, van der veen, md, h. C.; van den akker-scheek, phd, inge and van raay, md, phd, j. J. (2012) long-term follow-up of anatomic graduated component total knee arthroplasty - a 15- to 20-year survival analysis the journal of arthroplasty vol. 27 no. 6 2012; pp 1190-1195. Root cause could not be determined due to insufficient information. Part and lot identification necessary for review of device history records and complaint history was not provided. Associated package insert 01-50-0975, there are warnings in the package insert that state this kind of event can occur. Under "possible adverse effects," number 2 states, "early or late postoperative, infection, and allergic reaction," number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity," number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight," and number 14 states, "patellar tendon rupture and ligamentous laxity." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "long-term follow-up of anatomic graduated component total knee arthroplasty¿ two (2) revisions were identified in the article that underwent aseptic loosening of the tibial plateau on an unknown date. There has been no further information provided and the patient outcome is unknown.